Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that  about a 1.5 weeks ago, the patient's (pt) therapy had been turning off by itself; pt would go to a program and would set the intensity of a program, but when the pt looked at the intensity levels later in the day, the intensity was back to "0" even though the pt had not changed the intensity levels. The pt also said they felt a "surge" of stimulation; after the surge, they would check on the therapy settings and the intensity setting would be set to "0." The patient was redirected to their healthcare provider to further address the issue.